Event description:
It was reported during a procedure the 25mm screw head would not engage. The surgeon drilled another hole and tried to re-insert the screw, but it still would not engage. To finish the procedure, the surgeon used another 25mm screw.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.